Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 22. On (B)(6) 2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.